Manufacturer narrative:
(B)(4). The sample has been received and is currently being evaluated. Once the sample has been evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was confirmed. The defect was confirmed during an 8 psi pressure test. The leak was found between the burette and the burette bottom cap, where the y-vinyl is assembled. The cause of this confirmed condition is unknown.

Event description:
A customer reported to baxter (B)(4) of a leakage from an irrigation set during patient use. There was patient involvement however there was no patient injury reported. No additional information is available.